Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Technical support assisted the customer in resetting the pump, which resolved the issue, and the same malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the malfunction code reappeared.